Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that for bed 7b in room 19 at 19:06, 19:54 and 20:08, some alarms were not going off, even though going beyond the threshold. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that for bed 7b in room 19 at 19:06, 19:54 and 20:08, some alarms were not going off, even tough going beyond the threshold.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with a wrong bedside monitor setting. The fse informed the customer accordingly and restarted the monitor. A good faith effort was made to obtain additional information on how this issue was resolved for the customer but has been unsuccessful to date. The resolution is unknown at this time. No further investigation or action is warranted at this time.